Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient went to work at home depot stocking shelves and had a hypoglycemic event. His cgm was showing rising levels so he gave himself insulin. He felt sweaty and uncomfortable so sat in a chair, and then he lost consciousness. No bg value was checked at this time. His wife picked him up and took him to the emergency room (ER). When he woke up in the ER, he was told his bg was 22 mg/dl but the cgm was showing a little over 200 mg/dl. His co-workers and wife had not provided any treatment. In the ER he was given IV glucose in a slow drip. He was discharged after eight hours when his bg returned to normal and his condition had stabilized. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.